Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The blood glucose level of customer was 500mg/dl. It was unknown that the auto mode feature was active at the time of incident. Infusion set had bent cannula. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.